Event description:
It was reported that, on the weekend prior to this report, the patient was having indigestion, which was not normal for the patient. On the date of this report, the patient¿s personal therapy manager (ptm) was displaying an ¿8476¿ code, indicating that a pump motor stall occurred. At 1:51am, the patient requested a ptm bolus and a message to contact his doctor was displayed. That morning, the patient went to his healthcare provider (hcp) and the pump was able to be reactivated and the error was cleared. However, at approximately 1:15 that afternoon, the ptm displayed the same code so the reporter was thinking that it may not have cleared. It was stated that, because the ptm was showing the normal screen, that it was ¿copasetic¿, that the pump was back to normal. It was noted that this was the first time this happened to the patient. The patient did have oral medication if he needed it, but he was on such a low dose that he was not expecting any issues. The following day, the patient saw his healthcare provider (hcp). At this time, the patient reported that the motor had stalled again. Telemetry did indicate that this had happened. The hcp made an attempt to give the patient a bolus. It did not appear that the pump could be restarted. It was stated that the pump printout indicated that the patient did have multiple mris. The motor stall had happened, but did restart immediately after the stall. At the time of this visit, it appeared that the motor was not starting. The cause of the stall was unknown. The stall did not recover. The hcp stated that it was necessary that the pump be replaced. The hcp gave the patient a prescription for additional morphine doses and explained that he needed to continue with these medications until he could be brought into the operating room. The patient was also given a prescription for all of the investigations necessary so that he could have medical clearance. The hcp planned to try to get the procedure done under anesthesia as soon as possible. The patient was agreeable with this plan. A ¿pump battery replacement¿ was scheduled for (B)(6) 2015. At the time of the office visit on (B)(6) 2015, the patient reported that his pain appeared to be across his back and into both of his hips. He also had some pain in his left leg. In addition, the patient reported that the pain appeared to be radiating upward into the thoracic and cervical spine area. When the patient came into the office, he reported that he had been in a much better frame of mind. He had been able to find ¿on caution¿ that had allowed for him to have significant improvement in bowel movements. He had been taking a combination of dulcolax, lactulose, and hot coffee. This had been very effective for him. He had 4 bowel movements on the date of the office visit and had been feeling a lot better. In the last few weeks, the patient had a few falls. He also had a few falls in (B)(6). The patient had been evaluated by his neurologist. At the time of the office visit, he had been having increasing mid-thoracic pain. He had been living in a house that was not designed for people with disability, which resulted in increasing problems. The patient had increased pain with sitting and standing. He also had been having weakness in his left leg. After a fall in (B)(6) 2012, the patient had been having increasing amounts of headaches. He also had been having issues with his memory. The patient was given calcitonin to help with bony pain. This appeared to have caused him increased headaches. Since then, he had stopped calcitonin. At the time of the office visit, with movement, the patient had pain at a level of 3, from a scale from 1-10. The patient had tenderness off the midline bilaterally in a symmetrical distribution in the paraspinous muscles, which was mild at t8. The patient had a surgical scar 22cm long at the midline, oriented vertically, centered at the level of l3, l4, and l5. The patient had tenderness in the midline, mild at l3, moderate at l4, and mild at l5. The patient had moderate tenderness off midline bilaterally in a symmetrical distribution in the paraspinous muscles, mild at l3, moderate at l4, and mild at l5. The patient had 1+ weak patellar and achilles reflex responses bilaterally. Upon review of symptoms, fatigue, sleeping problems, unintentional weight gain, blurred vision, itchy eyes, nasal congestion, hoarseness or other voice changes, snoring, blacking out or falling, chest pain (unspecified as to activity), leg cramps or pain in legs when walking a short distance, swelling including ankles or legs, abdominal pain, diarrhea, heartburn or indigestion, nausea, vomiting, change in urinating pattern, frequency of urination, limitation of a use of a joint, muscle pain, back pain, neck pain, joint pain, stiffness in joints, hair changes, headaches, loss of bladder control, loss of bowel control, weakness, anxiety, depression, trouble sleeping, increased thirst, and easy bruising were noted. The patient was advised to avoid cigarette smoke, contact the hcp¿s office if there were any problems, continue home remedies, continue the current treatment plan, continue with a home exercise program as tolerated, elevate extremities when at rest, and reduce weight by 25 pounds. The patient was scheduled for a follow-up visit 3 days later for a pump refill. The patient¿s hcp was not satisfied with the current pain management. It was also stated that it appeared that the combination of medications were working out very well for the patient. As of (B)(6) 2015, the patient did not have concerns with his device or therapy. The device system was used to deliver morphine and clonidine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had the pump removed on (B)(6) 2015 due to a motor stall. If additional information is received, a follow-up report will be sent.